Event description:
It was reported that the device ran intermittently during routine maintenance. Upon eval, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon eval, corrosion was found on the plug as well as a worn motor. Corrosion on such components can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.